Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during a supply change at the press-and-hold step after change cartridge and fill tubing, and the alert persisted during a dry run with all supplies removed; the pump chamber was inspected for foreign objects and a replacement ilet was arranged. Symptoms included no adverse clinical effects, with a reported blood glucose of 115 mg/dl. Outcomes included interruption of insulin delivery workflow, patient frustration, and the need for device replacement and return of the original unit. Investigation included guided troubleshooting, a dry-run fill procedure to the 120-unit mark without supplies, and a visual inspection of the pump chamber. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.